Event description:
A customer reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to reload the same cartridge, which resolved the issue, allowing the customer to successfully resume insulin delivery.